Manufacturer narrative:
Additional information was added to d9, h3, h6 and h11. H11: one actual sample was returned for evaluation. A visual inspection by the naked eye observed the dark blue female connector was separated from the light blue main body. Functional tests which included leak, clear passage, and clamp function tests were performed with no issues and no leaks observed. The sample did not meet specification due to the separation and the cause was determined to be manufacturing related due to an inadequate solvent bond between the female connector, the insert chip, and the main body. There were no other issues noted during the evaluation. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of the minicap transfer set. This occurred at the end of peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. Should additional relevant information become available, a supplemental report will be submitted.